Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg site was hit and caused discomfort. To address the issue, the physician revised the ipg. During the procedure, the physician attempted to explant the ipg through the incision, but the upper suture holes were broken off, and the fixed suture had slipped off. As a result, the physician opted to explant the old ipg and replace it instead of just relocating the old ipg. The new ipg was placed in a new pocket site.